Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead helix would not extend during implant. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and the distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that the lead was returned with dried blood on the helix and within the sleevehead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.